Event description:
An als team responded to a person in cardiac arrest with a bls team on the scene providing CPR and an unk number of shocks from their AED. The device was connected to the pt with the existing defib pads, but according to the reporter, the device would not display paddles lead in the lead select window. A backup defibrillator in the als vehicle was immediately retrieved and used to provide additional shocks and the pt was transported to the hosp. The pt was not resusciated, but the reporter indicated the device malfunction did not cause or contribute to the pt's death because the backup defibrillator was used almost immediately to continue therapy.

Manufacturer narrative:
H6: therapy cable, therapy connector. Medtronic observed a broken pin from the therapy cable stuck in the therapy cable connector.